Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer (fse). The user interface holder breakage was confirmed and it was replaced. The breakage was also confirmed by evaluation of the returned user interface holder. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. Our conclusion is that the mechanical part has been exposed to a mechanical force beyond its designed specification. It¿s unknown to us under which conditions the reported user interface holder (panel holder) broke.

Event description:
(B)(4).

Event description:
It was reported that the monitor mounting clamp sheared causing the monitor to fall from the trolley it was mounted on. There was no patient involvement. (B)(4).